Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 319.006, synthes lot # h521668, supplier lot # h521668, release to warehouse date: 19 jul 201, supplier: avalign technologies-nemcomed, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot #: h521668) was received at us customer quality (cq). Visual inspection of the complaint device showed that the needle component was broken off. The broken needle component was returned. No other defects were identified on the device except normal wear. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: needle diameter = 1.25 +0/-.05 mm, needle diameter = 1.23 mm, conforming, device used ¿ caliper ca215p. Document/specification review: the following documents were reviewed: - depth gauge for 2.0/2.4mm screws , - needle . Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the needle component was broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the depth gauge broke while being used but the procedure was completed without depth gauge. There were no fragments generated. There was no surgical delay. The procedure successfully completed. No patient consequence. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).